Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device guard #4 was skipping. No adverse events were reported as a result of this malfunction.

Event description:
No additional event details.

Manufacturer narrative:
Result code- damaged part of the device. On 14 december 2018, it was reported from (B)(6) that the device guard was skipping. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 2 january 2019 found that the head was damaged where the blade slides and the calibration was out of specifications, but the motor was running within motor speed specifications. Repair of the device occurred the same day and involve replacing the damaged head, motor, multiple bearing, an o-ring, and the calibration shaft. The technician then verified that the device was functioning as intended and returned the device to service without further incident. The device was tested, inspected, and repaired. While the service technician found that there was a damaged head where the blade would sit on the device and that would cause skipping issues with the device during use, it cannot be determined how the damage to the head occurred. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.